Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) 385mg/dl, moderate ketones, headache, nausea, and increased thirst. Patient gave injection to lower bg. During troubleshooting, the patient alleged that there was moisture corrosion in the battery compartment and the pump had no power. This complaint is being reported because if the user is unaware that the pump has lost power, lit may ead to under delivery, and because the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: pump returned with corrosion in battery compartment and on returned battery cap. Battery compartment is cracked below the bumper pad. No damage found to returned battery cap. The last basal delivery was on (B)(6) 2016. The black box shows a shows unexplained por on (B)(6) 2016 at 00:19, followed by a replace battery alarm at 00:19 followed by another por; deliveries resumed at 04:23. Returned battery cap it able to fully attach to the pump with no yellow o ring showing. Pump completed 24hr duration testing with returned battery cap; no power on reset was duplicated.. The tdds add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range . Leak test fails due to battery compartment leak. Removed pump cover; no further evidence of internal moisture was observed. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release